Event description:
When asked "since your last refill, have you been hospitalized or had any changes in your medications, allergies, or medical conditions?" Per patient (exact patient quote including spelling) yes; bowel obstruction, kidney failure temporarily. No further information able to be obtained.